Manufacturer narrative:
The device has been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility alleges, the surgeon applied several skin staples by hand, after applying pressure several staples popped out. The surgeon removed staples and closed the wound with sutures. No patient injury was reported.